Event description:
Healthcare professional reported that during the implant procedure, the disc of the mitral valve blocked in closed position. The left atrium was reopened and another valve was implanted. The valve was returned for analysis.